Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. System check was performed with tandem technical support and the cause could not be determined. Customer replaced supplies, cleared occlusion alarms and was able to resume insulin. Customer's blood glucose was 270 mg/dl.